Manufacturer narrative:
Correction made to b3: event date: asku (previously submitted as (B)(6) 2021). Correction made to b5: the air bubbles and leaks were discovered during cytostatic preparations(previously submitted as while filtering sodium chloride) prior to patient use. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the filters of three (3) extension sets. It was also reported that the filters were not completely filled and were leaking. The air bubbles and leaks were discovered while filtering sodium chloride prior to patient use. There was no patient involvement. No additional information is available.